Event description:
It was reported that the insulin pump is not working properly. The insulin pump started to scroll and alarmed weak battery. Customer was unable to clear the alarm. The blood glucose reading is 211 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, off no power or weak battery alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.